Event description:
During the review of the patient's programming history, it was observed that the patient had an interrupted diagnostic test on/after (B)(6)2009, which resulted in a change of the patient's settings was notes on (B)(6)2009 when the generator was interrogated. No final interrogation was performed prior to the patient leaving the office. No patient adverse event has been reported as a result of the change. No further programming history is available after (B)(6)2009.

Event description:
On (B)(6) 2012 additional programming and device diagnostic history was received including dates after (B)(6) 2009. It was confirmed that a faulted systems diagnostic test occurred on (B)(6) 2009 which altered the patient's settings. The settings were not corrected until (B)(6) 2011.

Manufacturer narrative:
Additional review of programming/device diagnostic history performed.